Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate due to premature battery depletion. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated despite multiple attempts; a battery anomaly was suspected. The device was explanted on (B)(6) 2015. The patient experienced no adverse consequences.